Event description:
It was reported that the patient presented for an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2026. During the procedure, it was noted that the helix became stretched. Additionally, it was noted that the physician attempted repositioning the vlp due to no capture. The vlp was not used and a new vlp was successfully implanted. The patient was stable throughout the procedure.